Event description:
It was reported that this was an arteriotomy closure of the common femoral artery (cfa) using the pre-close technique via a large-bore artery (>8f) sheath hole prior to a endovascular aneurysm repair interventional procedure. Reportedly, a cuff miss [suture retrieval issue] occurred twice: once with the first device at the 1 o'clock position of the left cfa and once with the second device at the 1 o'clock position of the right cfa. The sutures of two new prostyles were successfully pre-placed. The sheath was upsized to an 18f sheath and the procedure was completed. Hemostasis was achieved with the pre-placed [device name] sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.